Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance measurment over the last year. Approximately six months ago the impedance increased to 160 ohms and then gradually increased over the last three months to greater than 200 ohms when programmed in triad configuration. The lead was reprogrammed coil to can and still yielded high out of range shock impedance measurements of 200 ohms. Boston scientific technical services (ts) was consulted and discussed possible causes of increased shock impedance. The field representative discussed options with the physician, however has not heard any follow up at this time. The product remains in service and no adverse patient effects have been reported.